Event description:
The customer reported that the column was not going down. The customer hits down button several times for it to work. No pt was harmed.

Manufacturer narrative:
The ge service rep replaced the power supply.